Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material in the scope, plastic distal end, bending section cover, connecting tube, and protector of the universal cord on the control section side. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.